Event description:
It was reported the patient experienced bad tremors and freezing as symptoms. The patient stated that the neurosurgeon put leads in the wrong location. A week later it was reported that the manufacturer's representative had reprogrammed the device several times and had impedances checked. Since the initial programming the patient had four reprogramming appointments. The patient reported difficulty with her speech and gait, and felt more tired. No malfunctions were noted. The patient had a planned appointment with her health care provider for a short observation stay to reprogram. The patient may also get an MRI to assess lead location. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the placement of electrodes was "poor." There were no abnormal impedances and intervention did not occur. The patient had been reprogrammed "multiple" times but continued to have a "freezing" gait when stimulation was on and the symptom was "worsening." No hospitalization was required and no patient outcome was given.

Manufacturer narrative:
Product ID 37085-60, serial # (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3389s-40, lot # v967809, implanted: (B)(6) 2012, product type lead.